Event description:
Reference number (B)(4) event occurred in the united states on (B)(6)2024, it was reported that the patient went to emergency room due to blockage in tubing of infusion set. Patient's blood glucose at the time of issue was 498 mg/dl. Patient took correction injection via mdi to address high bg. Length of hospitalization was 6 hours. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.